Event description:
Additional information was received from a manufacturer's representative. It was reported that there was a volume discrepancy where the expected residual volume was 4.7ml and the actual residual volume was 10.5ml. It was reviewed that this discrepancy was in specifications. It was noted the event occurred on (B)(4) 2017. (B)(4): additional information was received from a manufacture's representative (rep) on (B)(4) 2017. It was reported that the patient had another volume discrepancy on (B)(4) 2017. The expected reservoir volume was 6.6 mls and the actual reservoir volume was 11.5 mls. The rep confirmed that the patient was not having any symptoms. The rep did not know if the discrepancies had gotten worse over time. The rep was to check with the clinician and see if the discrepancies had started when the patient was switched to gablofen.

Event description:
Additional information was received from a manufacturer's representative. It was reported that there was a volume discrepancy where the expected residual volume was 4.7ml and the actual residual volume was 10.5ml. It was reviewed that this discrepancy was in specifications. It was noted the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was receiving gablofen (concentration 2000mcg/ml, dose 1286mcg) via an implantable infusion pump for an unspecified indication for use. It was reported on (B)(6) 2016 that at a refill appointment the expected volume (erv) was supposed to be 5.3cc, but the actual volume (arv) was 13cc. This occurred on (B)(6) 2016. It was also stated there was another volume discrepancy on (B)(6) 2016, but had just notified a company representative of this discrepancy on (B)(6) 2016. At the (B)(6) 2016 discrepancy theerv was 5.2cc and the arv was 25cc. No troubleshooting was done related to this event. No interventions were taken but the patient would be seen in early (B)(6) of 2017 to have the pump logs interrogated. The issue had not been resolved at the time of the report. The patient's status was noted as "alive-no injury." No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.